Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, there was an issue with the systems universal surgical manipulator (usm). An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and detected error 23087, pointing to a hall sensor/encoder error on the usm 2, axis 6. The customer rebooted the system, reseated the drape, and exercised the usm to another position with no resolve. After the error persisted, the tse informed the customer that they could proceed by deactivating the usm 2. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome. Isi followed up and obtained the following additional information: the system was checked prior to use. The issue could not be resolved and the procedure was completed with only three usms. The operation was delayed by about 60 minutes. The patient was doing fine and was scheduled to be discharged the following day.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the system's universal surgical manipulator (usm) proactively due to the error 23087. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed/replicated the reported complaint. The unit was tested and passed normal mode without triggering any errors. However, the error 23087 was confirmed from the field error logs pointing to the degree of freedom (dof) 7. Dof7 had intermittent movement. While the sine cycle was performed on patient side cart fixture test platform (pftp), the dof7 gearbox vibrated intermittently. There was no debris on the instrument sterile adapter (isa) printed circuit assembly (pca) and all rotor mirrors. The unit failed sine cycle due to a damaged rolling loop. After repair, the unit passed the direction test, carriage lissajous, sine cycle, brake test, carriage strength, carriage switches, fan test, and fiber test.